Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a procedure, the reload needle got stuck in the jaws. No adverse events have been reported

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The needle was received jammed in then jaws. Engineering noted that the received needle had been loaded with the blade slots facing up (towards the same side as the printed information on the device. This means that the needle had been loaded incorrectly. Difficulty to unload the needle was confirmed, due to the fact the needle had been incorrectly loaded. A review of the device history record indicates this endo stitch device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the reported condition may if either the dlu or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.